Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old). Estimated weight (reported as approximately (B)(6)). The device was not returned. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available, and the inspection criteria there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.